Event description:
The device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. A secondary code was seen which indicated defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement in this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. A secondary code was seen which indicated defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement in this event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported event code related to the wrong defibrillation therapy being delivered was due to transistor, designator q7. Q7 was electrically shorted. The cause of the event code related the device being unable to deliver defibrillation therapy could not be determined.